Event description:
A man with copd and arm and leg weakness, due to cervical myelopathy with c3-c7 cervical stenosis underwent anterolateral c3-c7 discectomy with reliant medical peek cages packed with recombinant bone morphogenetic protein and anterior x-spine c3-c7 fusion. He developed severe throat pain 1-2 days postop and was treated with steroids for about 2 weeks due to presumed inflammatory reaction to rh-bmp with subsequent development of cough and fever. Hospitalization in 2008, subsequently demonstrated multiple lung abscesses by CT scan with oral flora on bronchoscopy, due to recurrent aspiration with severe pharyngeal dysfunction on videofluoroscopy with no other cervical or brain lesions by CT or MRI. His fever and cough are improved after antibiotic therapy and feeding tube placement but he continued to have severe dysphagia with aspiration due to severe pharyngeal dysfunction presumably related to nerve injury due to inflammatory reaction to rh-bmp as of the following month, with no other neurologic problems identified. Dates of use: 2008. Diagnosis or reason for use: c spine fusion.